Event description:
It was reported that the patient received inappropriate therapy due to oversensing lead noise. Lead fracture was noted. The lead was capped and replaced. The patient condition was fine following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.